Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was failed and was not closing. A field service engineer (fse) identified that the rails in drawer 3.1 were damaged, preventing the drawer from opening and closing properly. The fse relocated the medications from drawer 3.1 to other drawers and left the drawer connected without loading medications, postponing further repair until a half-height drawer was available. The fse later returned for follow-up, removed the cubie pockets from the defective drawer module, replaced it with a new half-height drawer module, reassigned it, reinstalled the cube pockets, and confirmed proper operation through testing. The fse then identified an issue with row b in drawer 5.2 not being detected, attempted to reset the row cable without resolution, replaced the cube tray, and confirmed the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es eor2eosa_main drawer was not closing properly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.